Manufacturer narrative:
The pt remains ongoing on lvad support without any issue. No further info is available at this time. A supplemental report will be submitted when the event analysis is completed.

Event description:
The pt was implanted with a left ventricular device (lvad). It was reported by the vad coordinator that the pt noticed a separation of the silicone from the metal end of his driveline where it connects to the sys controller. The pt was admitted to the hosp with weakness, fatigue and was tachycardic. Pt was started on an amiodarone drip and, he noticed drainage on his sheets which was discovered to be coming from his driveline. The drainage stopped from the perc lead separation. Clinical consultant will repair the separation with the clam shell repair kit.